Event description:
Caller reported a continuous glucose monitor (cgm) error, which was identified as error 42. As advised by technical support, the caller was guided through a complete pump reset procedure. After following the instructions, the pump no longer displayed the cgm error. There was no adverse impact on the customer's blood glucose level. Subsequently, the caller successfully restarted their sensor session without encountering additional issues.